Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a product investigation was conducted. Service and repair history: the previous service event for part number 391.201 with lot number(s) p506783 has been reviewed. The customer called in a service request for this item on 27-may-2020 for cable tensioner was found in the warehouse broken and not working. The item was previously returned for service on 19-sep-2012 due to adjustment needed. The previous service condition of adjustment needed is not relevant to the current complained issue of cable tensioner was found in the warehouse broken and not working. The manufacture date of this item is 21-aug-2001. The service history review is unconfirmed. H3, h6: service and repair evaluation: the customer reported a cable tensioner was found in the warehouse broken and not working. The repair technician reported there is a wire stuck in tensioner. Warranty replaced is the reason for repair. The item is not repairable per the inspection sheet. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: quality inspection by rti observed that the device was returned with the nose piece. The nose piece was not assembled to the tensioner a cable was stuck inside the tensioner. Rti used the nose piece, assembled it to the tensioner and was able to disengage the cable freeing it from the tensioner. The cable was removed successfully. Functional testing: the functional inspection on the returned tensioner at rti site was executed and it passed. A dimensional inspection was not performed, as the device passed functional testing once the cable was removed. Document/specification review: the manufactured-to and current revisions were reviewed. No design issues were revealed during investigation. Conclusion: the complaint was confirmed during investigation as the as received condition of device shows the cable being stuck inside the tensioner. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Also the DHR revealed that the lot met manufacturing specifcation prior to shipping. No definitive root cause could be attributed to this complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is required. H3, h4, h6: a device history record (DHR) review was conducted: part #: 391.201. Synthes lot number: p506783. Supplier lot #: p506783. Release to warehouse date: 28-aug-2001. Supplier: (B)(4). Material record review (mrr) was generated during production for the overall length. The mcn was submitted to update the inspection sheet and parts conformed. This non-conformance is not relevant to the complaint condition, which was for the broken cable tensioner. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown cable/wire (part# unknown, lot number# unknown, quantity# 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a (B)(6) employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable tensioner was found in the warehouse broken and not working. There was no patient involvement. This report is for one (1) cable tensioner. This is report 1 of 1 for complaint (B)(4).